Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was peeled at the ok button. All keypad button presses did not activate desired pump functions during testing. The down arrow and ok key contacts were inverted. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is unresponsive. The patient stated, it started (B)(6) ago. She reported that tonight is when she noticed that the keypad is peeling and that there is a tear at the up and down arrows due to pressing hard.